Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured and pinhole was noted. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.